Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence, that insulin drips were not observed to be exiting the tubing during the load fill process and that a cartridge change error occurred. The customer reloaded the cartridge to resolve all issues. Customer¿s blood glucose level was 254 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.